Manufacturer narrative:
All of the buttons functioned properly and no damage to the keypad assembly, unlocked keypad connector, or button error alarm was noted. However, moisture damage was noted on the display board. The insulin pump was received with a cracked case at a display window corner, a cracked reservoir tube lip, minor scratches on the display window and a cracked display window.

Event description:
No blood glucose levels reported. The customer reported a button error alarm from the insulin pump. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.